Event description:
It was reported that the customer was hospitalized due to high blood glucose of 28mmol/l. It was mentioned that the customer could not press any button, and the insulin pump alarmed no delivery. The programming on the device was correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.